Event description:
It was reported that the tip of the traxcess was deformed. Clarification noted it seemed that the coating was uneven or inadequate and damaged in the first few centimeters. A new traxcess was used. There was no reported impact or harm to the patient. The reporter has no other information.

Manufacturer narrative:
Although expected, the reported device has not been received into microvention's complaint system for evaluation. Device history record review and lot history trending will be provided with the final report as well as the device evaluation and complaint investigation.

Manufacturer narrative:
A review of the manufacturing history record and the shipping inspection record confirmed there were no anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. The information originally provided indicated that the product was being returned for evaluation. Updated information has been received which confirms that the device is not available to be returned. The device was discarded at the user facility. Procedural or medical imaging was not provided. The deformed tip and damaged coating could not be confirmed.